Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level displayed as "high," but the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection via mdi. Reportedly, the customer cleared the alarm and resumed insulin delivery.